Event description:
Report received of an independent change in pump programming. It was reported that a pt was receiving pain management therapy intravenously with demerol 10mg/ml. According to the customer contact, the pump was programmed at 2:45pm on 12/8/00 by two nurses in the continuous + bolus mode to deliver demerol 10mg/ml at 10mg/hour with a bolus dose of 10mg and a container size of 300mg. There was no 4-hour limit reported. The rn reported that when the pump was started, it "sounded like it was running too fast". Two rns rechecked the program, and the program that was noted in the pump was as follows: concentration of 1mg/ml with a continuous rate of 4ml/hour, a bolus dose of 4ml and a container size of 30mg. The history reportedly showed the pump delivering the program at 11:00am, but the pt was not placed on the pump until after 2:00pm. The clock on the pump was checked and reported to be "right on time". The pt reportedly received 40mg of the demerol in a 2 minute time period. There was no adverse pt event or harm. The md was notified and there was an order to maintain the pt on the oxygen pt was presently receiving and to monitor the pt's oxygen saturations for 24 hours. The IV pain management therapy was discontinued.